Manufacturer narrative:
On 2-feb-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30495942l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a lassostar, 10p, dia 15mm loop size. The catheter was broken at the tip ¿ shaft transition with exposed wires and sharp edges. Lassostar was placed within the introducer and when put through the y connector, the lassostar kinked and the tough outer wire has snapped at the level that was next to the y connector. The broken lassostar was then removed and we swapped it for a new one. The damage resulted in wires and/or braid being exposed. The edges of the wire at the break point was quite sharp. There was no resistance or difficulty during insertion or removal of the device. The detachment was partial at the tip ¿ shaft transition. Broken tip is MDR-reportable.